Event description:
Additional information was received: it was reported that it was confirmed the issue resolved when the patient received a new recharger. Additional information was received: it was reported that they were unable to determine if the issue was the patient's recharger, but may be related to the speed of the recharge. The recharger would not be returned.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# 0217782652 implanted: (B)(6)02019 product type lead product ID 3387-40 lot# 0218019896 implanted: (B)(6) 2019: product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020: product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020: product type extension product ID 3708660 lot# serial# (B)(6): implanted (B)(6) 2020: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was experiencing tingling/zapping sensation with their recharger but not when recharging was tried blinded. The patient was given a wireless recharger and reported a decrease in sensation as recharge speed was increased. There was no obvious cause determined but noted uncomfortable sensation only present at lower recharge speeds. The patient was booked to see them again in the next 7 days but no new spontaneous switch off's or uncomfortable sensations when recharging with the new recharger.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0217782652 implanted: (B)(6) 2019 product type lead product ID 3387-40 lot# 0218019896 implanted: (B)(6) 2019 product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# 0217782652 implanted: (B)(6) 2019 product type lead product ID 3387-40 lot# 0218019896 implanted: (B)(6) 2019 product type lead product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2020 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient is using the new recharger with no issues and the issue has resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-may-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons disease. It was reported that the patient was experiencing the device spontaneously switching off without being manually switched off. The patient was experiencing an uncomfortable buzzing or tingling when they recharge the device. In addition, the patient also had uncomfortable tightness at the extension site area when they move their head. No falls were reported. The impedances were checked and they were all within range. A new recharger was utilized with 3 different recharge speeds, however the issue persisted. A blind study was used and they told the patient that they were recharging when it was not and the issue did not occur. The patient was tried recharging on both mono polar settings with original, the issue still occurred. No actions were taken. The issue was unresolved at the time of the report. Additional information was received indicating the impedances were measured at 3v and the patient felt a difference in the stimulation. Troubleshooting was to be attempted with the patient.